Event description:
It was reported that the customer experienced high blood glucose levels and had to go to the hospital. The customer reported that the insulin pump quit pumping insulin to him leading up to the event. He became frustrated and declined to provide any further information. The blood glucose reading was not provided. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.